Event description:
Three reports received regarding leaking from air vent on filter and air entrainment. Pt #2 of three was receiving ancef 1 g every 8 hours. Amount of leakage unk, no harm reported. Voluntary medwatch received from the user facility via the center for devices and radiological health stating IV fluid found leaking from the vent on the 0.2 micron air eliminating filter. Required unplanned nursing visit to pt to change tubing. Problem resolved with replacement of set.